Event description:
It was reported that during a rotator cuff ablation surgery the tip detached inside the patient. The parts were retrieved from the patient. Afterwards the device clogged up and had no suction power. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted damage to the electrode of an ar-9811 batch: 2312129 with burn marks and wear and tear observed. It was further noted that the shaft had scratches. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to prolonged ablation and/or insufficient suction.